Manufacturer narrative:
Initial 2 of 5. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site:3003442380.

Event description:
It was reported that the patient faced five infusion set tape not sticking on (B)(6) 2026, since patient reported infusion set patch did not stick to skin upon insertion. The blood glucose level was high, and the patient was treated with reported infusion set patch did not stick to skin upon insertion.